Event description:
A general surgeon placed a percutaneous trocar into the stomach during the procedure to allow for the passage of the endoscopic retrograde cholangiopancreatography (ercp) scope, as previous attempts to pass the scope orally were not successful. At the end of the procedure, the gi physician was removing the ercp scope from the stomach trocar when the soft tip cover of the scope fell off into the patient's stomach. It was decided to allow the tip cover to pass naturally through the gi system than to subject the patient to further anesthesia time in attempting to remove it. The gi md states this is a design flaw of the ercp scope and tip covers. It has been reported multiple times that the tip covers are able to dislodge from the scope.